Manufacturer narrative:
E1. Initial reporter address line 2: (B)(6). E1. Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 06-mar-2024. The device evaluation was completed on 08-may-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature, impedance, and patency tests of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a cut on pebax with reddish-brown material inside and internal parts exposed; then the temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed, a patency test was performed, in accordance with bwi procedures. The catheter was irrigated correctly and no anomalies were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The temperature issue reported by the customer was confirmed since the reddish material inside the pebax could be related to this issue. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: if the temperature increases to 40°c during radio frequency (rf) energy delivery, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf delivery. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a cut on the pebax with internal parts exposed. Initially it was reported that error: electrode - temperature slope too high displayed on ngen generator. After replacing of the appropriate catheter cable, the problem with this catheter was not solved. This catheter was replaced with another one and from the same type, so that the procedure ended successfully. There was no damage and consequences caused to the patient. No noise at all. Additional information was received. The temperature exceeded and the system stopped the ablation. The generator parameters were set to qmode + mode. Temperature cut off 65 c and power max 90w. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 08-may-2024 observed a cut on the pebax with reddish-brown material inside and internal parts exposed. The event was originally considered non-reportable, however, bwi became aware of a cut on the pebax with internal parts exposed on 08-may-2024 and have assessed this returned condition as reportable.